Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The cause of the ischemia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 70 year old male with cardiomyopathy whose pre support condition was consistent with scai stage d. An impella 5.5 (sn (B)(6)) was implanted via the right axillary/subclavian artery using a surgical approach on (B)(6) 2026 at 08:50 am. Shortly after implantation, a purge cassette leak occurred. The defective purge cassette triggered an alarm, and the cassette was replaced, which fully resolved the purge issue. The physician reported hypoperfusion of the right arm. After evaluation with vascular surgery, the team determined that the ischemia was not impella induced, but rather the result of insufficient vessel diameter in combination with catecholamine use. The reported purge cassette leak was resolved by replacing the cassette, and no additional device-related malfunction was identified. The right arm hypoperfusion was clinically attributed to patient specific vascular limitations and catecholamine effects rather than to impella performance. Explanting the device successfully resolved the ischemia, and the patient survived the procedure. Ischemia and hemolysis are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).